Event description:
Per independent repair center statement, unit will not start. The key failure is the manifold assembly is stuck. Additional malfunctions are the inlet filter is dirty, the pe valve assembly is leaking, the power switch short circuited, and the zip tie and hose clamp were replaced.